Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when using the device, show low battery while daily check. Device eval: the philips field service engineer recreated the failure. Fse traced the problem to a bad connection of the ac power cord. There was no reported pt involvement/adverse pt impact.